Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the separation of a texium connector from an IV tubing with leaking during an irinitican infusion, dosage and rate not specified. Although the patient's mother had some contact with the medication on her hand, it was washed immediately and there was no harm to her or the patient.